Event description:
One oxisensor probe not working properly. No adverse outcome. Second oxysensor o2 sat not registering properly. Probe shows sat at 69-78%. Pt pink with brisk capillary refill. Replaced product without difficulty.